Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test,rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. No button error alarm noted. However, device had intermittent button response on the act button. Unable to determine the root cause of the intermittent button response due to product preservation. Device had minor scratched display window and cracked reservoir tube lip. Device had intermittent button response on the act button due to corroded keypad traces. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was natural causes. At the time of death, the customer¿s blood glucose was 70 mg/dl. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the customer did not suffer from any notable illnesses or diabetes complications prior to death. However, the caller stated that the insulin pump had a button error alarm at the time of call. The insulin pump was returned for analysis.